Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported catheter was placed for cystic fibrosis, cared for ceftazidime cure on (B)(6) 2020 as an outpatient at the elbow, right basilic vein. On (B)(6) 2020, presence of edema and redness in the right arm with basithoracic pain. Arterial doppler ultrasound highlights thrombosis within the right basilic vein from the distal entry point of the catheter to its junction with the brachial vein. Emergency catheter removal was performed and patient was hospitalized for 48 hours. Patient received preventative anticoagulant therapy (levonox 1mg/kg for 7 days) and a pulmonary artery CT scan to eliminate a pulmonary embolism.